Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single use mechanical lithotriptor's basket was impacted and had to be cut with pliers to be extracted. This occurred during an endoscopic retrograde cholangiopancreatography procedure. There were no reports of patient harm.